Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there are air bubbles in the tubing. The customer also indicated that when removing the serter from the pedestal, the needle guard stayed in the serter.